Event description:
It was reported that the pacemaker was unboxed and found to have no voltage data. The device was not used and exchanged without patient consequences.

Manufacturer narrative:
The reported event of low (out of box) could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.